Event description:
Pt was seen for a pocket revision in 2003. The pump was disconnected and an interoperative refill was performed. The valve locked in the middle of the refill. After the pump was warmed, more fluid was then able to be removed. The full 18cc was then instilled. The pump was then connected and placed the deeper in the body. Twenty five hours post operatively the pt was showing signs of opiod withdrawal including "hallucinosis", nausea, vomiting, abdominal cramping, agitation and restlessness. A dye study was performed the next day which showed catheter patency. The hcp believes the pump had cooled too much which affected the reservoir valve. The pt was discharged after two days in the hosp and is reported as being stable.